Event description:
Pt informed doctor on 9/3/96 that right eye was red painful and sensitive to light. Pt removed lens previous night and it felt as if it had been scratched. Water content: 5%, lot # unk . Eye involved; od, refraction: myopia. Total duration of use (months) number of days lens worn 2, last visit to doctor prior to symptoms 1/16/96. Lens care system used: chemical. Disinfecting system used. Homemade saline used. Number days worn between clean and disinfecting 1-2. Number days between cleaning and symptoms 1. Number days between symptoms and calling doctor 1. Self treatment by pt. Yes. Used lens cleaner. Hand washing before lens manipulation, unk. Ulcer location 6'o clock; visual acuity before symptom 20/16; visual acity after symptoms: 20/15-1 ou with specs. Results of culture: none taken. Results of corneal biposy and/or scrapings.: n/a: clinical diagnosis: ulcerative kerattis. Treatment administered: ciloxan, tobramycin, homatropine.